Manufacturer narrative:
The field service engineer (fse) observed some user-handling issues that led to this event but the customer did not provide any details. The maintenance actions (replacing the old electrodes) performed by the fse resolved the issue. The investigation determined that the root cause was due to an off-label use.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. Qc was within range on the day of the event. The field service engineer found that the electrodes were very old. He replaced the electrodes. He then performed maintenance, precision check, qc, and samples and they were all acceptable. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested for sodium (na) on a cobas 4000 c311 stand-alone system. Initial result: 126 mmol/l. The customer questioned the result and repeated the sample. Repeat result: 149 mmol/l. No questionable results were reported outside the laboratory.